Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device for a difference symptom, the philips technician noted that there were bent contact pins on the battery pca. There was no patient involvement.